Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was evaluated on an in-house system and successfully passed recognition and engagement testing. It demonstrated intuitive movement with a full range of motion in all directions, and the grip tips opened and closed properly. Thermal damage was observed on the yaw pulley. An additional observation not reported by the site was the presence of thermal damage on the yaw pulley. The instrument was installed and operated on an in-house system, where it again passed recognition and engagement testing. The grips were manually manipulated, and the instrument successfully passed electrical continuity testing in 3 of 3 attempts. Energy delivery was also verified and performed without issues in 3 of 3 attempts. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces including sample handling.

Event description:
It was reported that the fenestrated bipolar forceps will not cauterize. There was no report of patient involvement or reported injury.